Event description:
It was reported there was a pocket infection and the pump was planned to be explanted on the date of this report. The healthcare provider (hcp) planned to implant a new pump after the infection cleared. The patient status at the time of this report was unable to be obtained. No further information was provided. The drug being delivered via the device system was hydromorphone. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).